Event description:
The customer reported that this unit failed the pacer test.

Manufacturer narrative:
The customer reported that this unit failed the pacer test. Philips evaluated the unit, and verified the symptom. Replacement of the power pca resolved this malfunction.